Manufacturer narrative:
Pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify unexpected alarm and unresponsive button due to blank display. Moisture damage keypad traces during visual inspection. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 11.0 mmol/l at the time of incident. Customer stated that the insulin pump buttons were unresponsive and constant tone occurred after it was exposed to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a blank display and troubleshooting was performed and the insulin pump display returned after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.